Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. No exact root cause has been establish but most likely it is due to lack of soft-start algorithm in software v6.0.1400.0 caused damage on the blower driving hardware of the mainboard due to a too high resulting current needed to overcome actual inertia torque of the blower rotor. This complaint will be included with on-going trending analysis.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and requested for further information regarding technical error codes. He initiated work order for the bellavista unit at northwell health staten island university hospital, staten island, ny as the said unit has leaky inspiratory block that needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 alarmed 401 - inspiration valve or device leaky. Furthermore, there was no patient involvement associated with the event.